Event description:
It was reported that the surgeon was final tightening the trio off set connector and the tip of the wrench broke.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment results: the customer reported trio connector 3.5 mm hex socket for torque wrench tip fracture intra-op was confirmed via a visual inspection to be fractured. The event resulted in no delay and no hazard/harm or occurrence thresholds were breached. No manufacturing or material issues were identified. A material analysis was performed on this device and it was determined that the socket fractured in a mixed (brittle and ductile) mode through bending overload. The most likely cause of this event, is the application of a cantilever bending force due to the hex not being properly seated in the set screw during final tightening. This is consistent with the bending overload fracture determined in the material analysis and the root cause determined in previous CAPA. Conclusion: the instrument fracture is likely the result of application of a cantilever bending force due to the hex not being properly seated in the set screw during final tightening. However, the exact cause of the breakage cannot be determined and is likely multifactorial.

Event description:
It was reported that the surgeon was final tightening the trio off set connector and the tip of the wrench broke.